Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed. Initial inspection the top housing was found to be discolored, and corrosion was seen on the pcb through the bottom housing. Upon removing the housing, corrosion was observed on all three batteries, pcb, the chassis, hard cannula, reservoir cap, ratchet gear, commutator cap, mechanism rails and catch beam. All attempts to download the returned pods data, was unsuccessful; the pod was attached to a power source in attempt to download the data, which was unsuccessful. The pcb assembly was removed from the pod chassis and attached to a power supply in another attempt to establish connection with the master pdm. The pcb was unable to communicate with the master pdm, and the download data was unable to be retrieved. The three batteries were measured, and the voltage was found to be lower than expected. Without the download data, the cause of the reported needle mechanism failure could not be determined. The investigation could not determine the cause of the reported event of the needle mechanism failure. Due to the corrosion, a leak test and fluid path testing were completed. A hole was observed in the fill port of the reservoir, which resulted in the corrosion observed on the internal components of the device. The investigation could not determine the timing or cause of the damage to the reservoir fill port.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l. Cgm sensor type: g7.

Event description:
A patient reports while activating a pod the cannula had failed to deploy and the pods pink slide had not moved forward. The pod was not worn. As treatment, the patient applied a new pod.